Event description:
It was reported by service report that the fowler section drifts down. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - gas spring cylinder.